Event description:
Patient has reported that he had a bilateral total knee replacement (tkr) with pfc sigma knee in (B)(6) 2010 at (B)(6) hospital. Within six months, the insert on the right side had seriously deteriorated to the point of immobilizing the patient. In (B)(6) 2010, hospital in (B)(6) performed revision procedure for the insert. Patient was informed by hospital that the insert had prematurely shattered. Patient states no trauma or accident had occurred. Patient states in correspondence that he is having extreme pain with the left side, and is having problems walking, is wondering if this left side insert is also defective. The left side has not been revised as yet and this will be entered as a complaint in the as a wpc complaint by (B)(4). Dr (B)(6) performed both surgeries feb (B)(6). Updated information states: the sales rep reports the surgeon confirms: the patient had experienced stiff knee during flexion, called as fixed flexion deformity(ffd). To restore his mobility dr. (B)(6) reduced the size of the insert. There is no damage or wear in the insert. The change of insert was performed only to provide the better mobility to the patient. Insert is not available for examination.

Event description:
Patient has reported that he had a bilateral total knee replacement (tkr) with pfc sigma knee in (B)(6) 2010 in (B)(6) at (B)(6) hospital. Within six months the insert on the right side had seriously deteriorated to the point of immobilizing the patient. In (B)(6) 2010, hospital in (B)(6) performed revision procedure for the insert. Patient was informed by hospital that the insert had prematurely shattered. Patient states no trauma or accident had occurred.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Updated information indicates the initial reporting of implant deterioration was not accurate. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. A review of the applicable device history records by depuy ireland finds no related manufacturing deviations or anomalies that would have contributed to the event. No comments on the reported event could be made regarding the provided patient x-rays as only the pre and post primary radiographs were made available. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.